Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine (unknown), with an unknown dose and concentration. The reason for use was malignant pain and cancer pain. It was reported that the patient has the pump implanted for metastatic cancer. The patient has since had radiation (post implant) and the patient feels like he is not experiencing pain any more. The caller states that the patient¿s body is being overdosed, because the body is not requiring the morphine. The caller reports that for past few weeks, the patient has been throwing up 3-4 times a day. Later on in the call, the caller reported that when the patient first got the pump, they were vomiting for "a week or so." The caller explained her reason for calling is to know if they can stop refilling the pump, and if the pump can be stopped. Troubleshooting done on the call consisted of reviewing that it is not recommended to let the pump go dry, the healthcare professional (hcp) can possibly fill the pump with saline (if appropriate), and the hcp can turn the pump off. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. The caller was redirected to follow up with the hcp to address concerns regarding the pump. The caller noted that the patient has previously missed a couple of appointments to get the pump refilled because they were in the hospital to address other issues. During the call, the caller reported that the patient felt the pump in his back and it was uncomfortable. The caller explained that the patient lays on his back to sleep, and he felt pressure from the pump. The caller states that they noticed this 2 weeks prior to their refill appointment on (B)(6) 2019. They are assuming that since the morphine wasn't effective anymore for the patient, the patient could now feel the pump in his back. The caller noted that prior to this, the patient didn't notice the pump in his back. Troubleshooting done on the call consisted of reviewing the pump, the manufacturer representative¿s role as the manufacturer of the pump not the medication, and redirected the caller to further discuss the possible effects of the morphine with the hcp. The caller noted that the patient has had a higher concentration of the morphine, that has been diluted with 10 mg of saline. The caller noted that she thinks the hcp may not have diluted the morphine enough. There were no further complications reported/anticipated.